Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however, the attached customer photo confirms the reported issue of knife puncture through the foam packaging. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The attached customer photo confirms the reported event; however, because a sample was not returned the exact root cause could not be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that ophthalmic surgical blade had puncture through the foam packaging and the operator had a stab injury upon opening before cataract surgery which was treated with basic first aid. The surgery was completed on the same day. The patient impact was not reported.